Manufacturer narrative:
Manufacturing representative went to the site to troubleshoot. She hooked up a patient simulator and the system is functional using stim 1 on channels 1-4. Stim 2 did not give any response however. After replacing the stim 2 fuse the system is fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that during a clinical case the site was having issues with stimulating the nerve on a patient. Site had not tried another headpiece, didn't adjust any settings on the system, didn't check fuses or grab another nim at the site. There was no patient impact, patient was fine. No delay noted. On follow-up it was reported that the surgeon was not able to verify integrity of the nerve after the case.